Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl and issues with infusion sets and blood at the site of insertion. Customer declined high blood glucose troubleshooting and did not want to provide any information. No further details given.